Event description:
The distal tip of a psc032 catheter was reshaped with seam for about 10 seconds. It was then tracked over a guide wire to the target in the patient¿s body, but was subsequently withdrawn from the patient. Physician inserted pss032 separator into the psc032 out of the patient's body, and the separator could not be removed from the catheter. It appeared the lumen of the distal tip of the psc032 had changed shape. The procedure continued with another psc032 and pss032.

Manufacturer narrative:
Results: the separator is in good condition and is functional. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that strong resistance was encountered during the second insertion of the pss032 through the psc032, and the pss032 could not be removed. The physician steam shaped the catheter and upon removing the device, found that it had lost its shape. Based on the description of the event and the observations made during the device investigation, it appears that the steam shaping performed by the hospital was not successful in maintaining the desired shape. In addition, it appears that the catheter was damaged during handling. If the catheter was ovalized before inserting it into the patient or when in the patient, the separator would have difficulty tracking through the catheter. The exact cause of the resistance described by the physician is unknown. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00227.